Event description:
It was reported that the ventricular output on the external pulse generator was able to exceed 25 milliamps (runaway potentiometer). The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Main printed circuit board is out of electrical specification. Lcd (liquid crystal display) is out of specification (gasket seeping out). Battery drawer is broken. The ring is bent. Keyboard pad has a cosmetic issue. Battery contacts are compressed. Battery connector cables are out of specification (creased). Battery release, heart block, lead flex cover, heart wire contacts, heart lead flex, and battery flex are contaminated. Upper and lower cases, ring cover, and two side bail covers are broken / contaminated.